Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one peel apart sheath was returned for evaluation. Visual evaluations was performed. The investigation is confirmed for the sheath torn and separation issue as trocar hand-piece with "bard" engraved was detached from the sheath and trocar hand-piece with "5.0" engraved was partially detached from the sheath. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 09/2023), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during the port placement through superior vena cava, the catheter allegedly cracked in the peel away portion. It was further reported that inner dilator and outer piece came apart on half of the peel away and part of the dilator was successfully retrieved from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one peel apart sheath was returned for evaluation. Visual evaluations was performed. The investigation is confirmed for the sheath torn and separation issue as trocar hand-piece with "bard" engraved was detached from the sheath and trocar hand-piece with "5.0" engraved was partially detached from the sheath. A definitive root cause could not be determined labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the port placement through superior vena cava, the catheter allegedly cracked in the peel away portion. It was further reported that part of the dilator was successfully retrieved from the patient. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2023). Device pending return.

Event description:
It was reported that during the port placement through superior vena cava, the catheter allegedly cracked in the peel away portion. It was further reported that part of the dilator was successfully retrieved from the patient. There was no reported patient injury.